Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were found in the device's downloaded error log. The device's software was reloaded to address the issue. Results: software was reloaded.